Event description:
The event is reported as: complaint alleges: the box label and seal packaging label are marked 5-16037, but the product received was 39 french, unknown if right or left. No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.